Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial system reported they were in the emergency room (ER). They woke up from sleep with severe pain in the lower right side of their back and nonstop urgency at a "5". The patient then found out they had a urinary tract infection (uti). They were also experiencing numbness in their feet since the trial. They confirmed that their pain is in the bladder. They were given antibiotics and the infection had not resolved at the time of the report.

Manufacturer narrative:
"Other" is no longer applicable to this event.